Event description:
It was reported that the device issued an alarm and then the screen went out. Reportedly, the ventilation was ongoing. The device was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the information were made available for further investigation. The examination of the device could confirm a persistent communication error between the cockpit and the ventilation unit. The ventilation was not affected and continued as set. The exact root cause for the communication error could not be determined. The dräger service reset the cockpit which solved the issue. Additionally, the fan heater, internal battery and the main switch of the device were replaced as preventive maintenance. The device was tested and confirmed to be operating as per manufacturers specifications. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a restart of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. Upon successful completion of the restart, the system will post the alarm message «cockpit restarted» with accompanying audible alarm tone in order to alert the user. A restart sequence of the cockpit may last 45 seconds. If it would take longer, the restart procedure will be repeated automatically. After three unsuccessful attempts the device would stop restarting the cockpit with accompanying audible alarm tone. The device reacted on a detected deviation as specified and alerted the user by appropriate alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device issued an alarm and then the screen went out. Reportedly, the ventilation was ongoing. The device was replaced. There was no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.